Event description:
Head section function of the bed is drifting down.

Manufacturer narrative:
The hill-rom technician was performing preventive maintenance on the birthing bed and found the head section would drift. The technician cleaned the head drive brake and replaced the broken spring to repair the bed. Chapter 6 of the service manual documents a function check for head drive screw as part of preventative maintanance.